Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.

Manufacturer narrative:
This is being reported for a problem found earlier. Engineering evaluation could not verify a system malfunction due to insufficient information. The user did not submit case logs for investigation. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.